Event description:
It was reported that the cartridge was leaking from the canister and that a cartridge alarm occurred during the load sequence with multiple cartridges. Customer loaded a new cartridge to address the issue. There was no adverse impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.